Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room for unrelated reasons. Upon interrogation, the left ventricular lead exhibited high capture thresholds and loss of capture. The device was reprogrammed and the patient was discharged and would continue to be monitored.